Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuous, and re-stenosed lesion in the proximal posterior tibial artery. Leaking close to the hub was noticed on a 3x60mm armada 18 balloon catheter when inflated to 8 atmospheres. The pressure was regulated during the 2 minutes of inflation and the procedure was successfully completed with the same balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported leak in the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the most probable cause appears to be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.